Manufacturer narrative:
The complaint of leaks on item ch2000s-c cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The lot history was reviewed, and non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The complaint/event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap. It was stated that the product was leaking with a medication of doxorubicin. The event occurred during infusion. There was patient involvement, no patient harm but there was a delay in therapy because they needed to stop due to leakage